Event description:
It was reported that on going intermittent occlusions occurred. Due to the ongoing occlusions the customer experienced intermittent elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. The customer addressed their elevated bg with a manual injection of insulin and ultimately went to the emergency room on (B)(6) 2025 due to ongoing elevated bgs. The customer was treated with intravenous fluids of saline which ultimately resolved the issue. The customer was discharged later the same day with no permanent damage and the customer changed pump supplies and continued to use the pump for insulin therapy. Tandem technical support also arranged for a replacement pump to be sent.

Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy, and did not require assistance from a third party. The customer resolved the issue by changing the infusion set and cartridge, and then resumed insulin delivery.